Event description:
The pt developed erythema, edema and warmth at the former insertion sites of two IV catheters. The catheter at the first site, in the left arm, was not allowed to dwell because the insertion was unsuccesful, the second catheter, in the right arm, was allowed to dwell for 1.5 hrs. Both the insertion and the unsuccessful insertion were preceded by a subdermal lidocaine injection. The pt was discharged without any diffculties noted. After discharge home, the pt contacted the facility to report that erythema, warmth and edema was apparent at each site, with these symptoms first noted approx. Two hrs after discharge. The affected areas were each approx. 5cm x 6cm in size. At 24 hrs after removal of the catheters, the sites had not improved. The pt then took diphenhydramine, which resolved the symptoms.